Event description:
It was reported that the gynecologic laparoscope had a greenish flickering image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Olympus was able to confirm the recall failures and determined the following cause: video cable is broken a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during the investigation is a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.